Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The altitude alarm was cleared and insulin delivery was resumed. Customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.